Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Field service engineer (fse) identified that the system was on. Fse tested and rebooted the system several times without any issues. After reviewing the system log, fse observed that the system had not been powered down for several days. To resolve the problem, fse recommended that users reboot the system daily. During the follow-up visit, the fse tested the system, no problems were observed, and users reported no issues since the last service. No failure was identified. The codes were updated based on the investigation outcome.